Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that difficulty was experienced interrogating this cardiac resynchronization therapy defibrillator (crt-d). Various troubleshooting techniques were attempted, however were unsuccessful. Additional information was received indicating this device was explanted due to an unknown reason.

Manufacturer narrative:
A boston scientific crm sales representative was contacted to assist with the interrogation. As of today, the available information suggests this device remains in service. If any additional information related to this incident becomes available, this event will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.